Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. There are no additional details regarding the additional events. Citation: jimsa. 2011; 24(2). (B)(4).

Event description:
It was reported via journal article "title: surgical treatment of haemorrhoids with stapler haemorrhoidopexy: our experience." Authors: sarabjit singh, arun tayal, vineet kaur citation: jimsa. 2011; 24(2) hemorrhoids represents the most common anorectal pathology. The authors decided to present their experience of 138 cases and analyze results of procedure and its advantages over excision hemorrhoidectomy performed in our surgical unit. Between january 1, 2007 and august 02, 2009, a total of 138 cases (131 male and 7 female patients; age range: 37 to 75 years old) of stapler hemorrhoidopexy were done for patients having third and fourth degree hemorrhoid disease according to the grading of miles. During the surgical procedure, the authors did stapler hemorrhoidopexy using the procedure for prolapse and hemorrhoids pph03 proximate hemorrhoid stapler (ethicon). Thus, a purse-string suture, non-absorbable surgical, of prolene 2-0 polypropylene (ethicon) was placed circumferentially 3 to 5 cm above the dentate line through the window of the purse-string suture anoscope. Reported complications included suture line discontinuities (n-12), some bleeding at the suture line (n-9) which needed to be managed by reinforcing suture line with hemostatic stitched, recurrence of the hemorrhoidal disease (n-3) and patients required excisional hemorrhoidectomy by the milligan-morgan technique at a later stage, significant pain (n-12) and required prolonged use of analgesics, and increased frequency of defecation and gas continence (n-7) and were given pre-probiotic for a month and symptoms subsided. Hemorrhoid disease is one of the most frequent benign diseases in modern surgical practice. From the series and experience, the authors concluded that stapler hemorrhoidopexy is a safe and simple procedure. It is a minimally invasive procedure and is associated with less pain and it successfully eliminates pain, bleeding and prolapse associated with hemorrhoidal disease. It can be done as a day care surgery.